Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device model # was not provided.

Event description:
The customer from (B)(6) reported that for a week he has been obtaining erratic readings on the contour next link 2.4 meter. The customer provided an example where he obtained blood glucose readings of 314 mg/dl and 74 mg/dl within 10 minutes on the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 8hpef06a for evaluation. As there were only two strips left from the returned bottle of test strips, in-house contour next test strips were also used from lot # 8hpef06a for testing. In-house testing was performed using the returned meter with returned test strips and in-house test strips, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.